Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd connecta¿ stopcock leaked. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: three unused units were received for evaluation. Leak testing was performed on each of the returned units and no leakage was observed. We were unable to determine a root cause for this event based on the provided samples. The appropriate personnel have been notified. DHR review on material 394600 with lot number 7247563 was manufactured on sep-27-2017 by equipment ka61. No qn's or other extraordinary events that can explain the incident have been related. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means low occurrence. Process fmea rm5785 was reviewed and there are proper controls in place to detect product malfunctions. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.